Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge. When the pump was connected to a power source, it would not recognize the power source and depleted from 50% to 35% while charging. Later, the pump battery gauge increased to 100% while the pump was not being charged. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.